Event description:
It was reported that the implantable cardioverter defibrillator was found in the backup vvi operation in the box.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an uncorrectable parity error that occurred. The cause of the uncorrectable parity error remains undetermined.